Event description:
It was reported by svc report that the stretcher left side rail spindle was broken in half. It was also reported that the side rail was being slammed up. It is unk if there was pt involvement or if there are adverse consequences to report.